Event description:
The MFR's rep reported that at the pt's last two pump refill appointments, the hcp expected the pump to contain 2 ml of drug, but rather found 18ml. The pump's alarm was not activated and the programming was reported to be correct. The hcp decided to explant the pump. The drug contained in the pt's pump was baclofen (unk concentration/dose). The pt's drug system was used to treat spasticity, but no specific pt symptoms and/or outcomes were provided. Additional info has been requested, but was not available at the time of this report.